Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, scissoring from first firing. There were no adverse consequences to the patient.